Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Results: results pending completion of evaluation. (B)(4).

Manufacturer narrative:
The product analysis found that the sample was returned in original carton with labeling identifying unit as a nim trivantage emg endotracheal tube item number 8229708 from lot 0207902102. The electrodes were coiled up and appeared not to have been used. A small amount of bio-debris (appears to be blood) was on inside of distal tip of tube and tube appeared overall to be in very good condition. Sample was inflated with 10ml of air while cuff was submerged in a beaker of water. No bubbles were seen, however, cuff did not hold inflation. Inflation test was repeated with tube/inflation lumen connection was submerged and bubbles were observed. This connection observed under magnification, and the inflation tubing appeared to have been pulled away from the tube creating a tear in the back side of the inflation tubing. This tear is consistent with mishandling. Method: actual device evaluated. Visual inspection. Image inspection. Results: stress problem. Conclusion: use error caused or contributed to event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cuff would not stay inflated. The patient was re-intubated with a second tube and it worked fine. No patient impact. The issue was discovered before the emg tube was used for nerve monitoring.